Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. It was also noted the right ventricular (rv) lead exhibited high out-of-range (oor) shock impedances, measuring greater than 125 ohms. Subsequently, a revision procedure was performed. This ICD and rv lead were explanted and replaced. No additional adverse patient effects were reported.

Event description:
This supplemental report is being filed as the conclusion code was updated.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no objective evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection.